Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient's mother reported that the patient's dexcom system was not working. The patient has been experiencing hypoglycemia that are in the 40's mg/dl. There were no further event details provided. No additional event or patient information is available.